Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during prime. Troubleshooting was done. Customer's blood glucose was 123 mg/dl. It was found that customer uses the sensor feature on the insulin pump. Advised the customer the cause of the alarm was due to viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised the customer to complete the bolus delivery before sensor glucose graph. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms noted. However, the device was received with corroded motor home switch. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window.